Manufacturer narrative:
Date of event: event date was estimated. Event: the patient's first pump explant was reported in MFR # 2916596-2018-05494 and their second pump explant was reported in MFR # 2916596-2020-04172. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an ischemic stroke shortly after her third pump placement. The exact date of the stroke was unknown. The patient had unknown residual effects, was supported with rehab, and eventually was discharged home.